Manufacturer narrative:
Visual examination of the returned device revealed the screw shank separated from the screw head. Shank was not returned as it remains implanted. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the dislodgement between the polyaxial tulip head and the polyaxial¿s screw shank cannot positively be determined. However, a probable root cause may have likely been that the polyaxial screw was subjected to higher than anticipated forces during removal. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a revision of a previous l4-5 fusion with an extension to l3. When placing a fourth viper cortical fixation screw, the surgeon stated that he thought the expedium quick connect si polyaxial screwdriver had broken. When he removed the screwdriver, it was discovered that its tip had broken off in the head of the screw. He tried to remove the screw containing the broken tip using the ¿helicopter¿ method. When this method wasn¿t working, he tried using a threaded driver. The saddle of the viper cortical fixation screw came apart from the shaft of the screw. When attempting to remove the screw shaft, the screw wasn¿t turning so it was decided to leave its shaft in the l5 pedicle to avoid damage to the patient who was already fused at l4-5. The broken tip was wedged in place and was not retrieved. The following mfg. Medwatch reports are being filed for the viper cortical fixation screw and expedium quick connect si polyaxial screwdriver: 1526439-2014-12201; 1526439-2014-12202.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.